Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a yellow image. Upon inspection and testing of the returned device, it was discovered, there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a gap of adhesive on the distal end found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was also discovered, the up/down knob could not be locked securely due to wear of lock engagement lever, the adhesive on the bending section had a chip, connecting tube had a scratch, the play of up/down knob was out of the standard value due to wear of angle wire, the play of right/left knob was out of the standard value due to wear of angle wire. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.